Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported cowl and single gripper actuation issue were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was placed in anterior-3/posterior-3 (a3/p3), the posterior gripper would not lower during grasping. Troubleshooting was preformed and the gripper lowered when the clip was locked. The clip was deployed and upon removal of the lockline the clip opened to approximately 20 degrees. The clip remained stable on the leaflets and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.